Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use instructs the user to remove the gripper line, prior to mitraclip system removal. In this case, the gripper line was not removed prior to the mitraclip system removal. All available information was investigated and a definitive cause for the reported physical sticking of the gripper line could not be determined. The reported improper or incorrect procedure or method appears to be due to user error (failure to follow steps) that resulted in single leaflet device attachment (slda). There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. Two mitraclips were successfully deployed. A third clip delivery system (cds) was advanced and the clip was deployed. However, the physician accidentally removed the cds prior to removing the gripper line. It was noted that the gripper line was difficult to remove; therefore, when attempting to remove the gripper line, the physician pulled too hard, causing the clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The gripper line was successfully removed, and no portion remains in the anatomy. An additional clip was implanted to stabilize the slda, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.